Manufacturer narrative:
Device received with no crack or physical damage to the lcd display window noted. The test reservoir was able to lock in place. Device passed displacement test, self test, off no power test and all operating currents tested within the specification range. No unexpected low battery alarm or failed battery test were noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was cracked and is not able to see. Customer's blood glucose level was unknown at the time of incident. Customer stated that the battery life of the insulin pump was diminished and rejected new battery. The insulin pump will not be returned for analysis.